Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchofibervideoscope displayed an e315 scope communication error during a diagnostic ion lung biopsy. The issue caused a cancellation of the procedure. There was no patient injury or medical intervention associated with this event.

Event description:
No additional customer information.

Manufacturer narrative:
Corrected information: h11. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. It was observed there was corrosion on the connector which resulted with the alleged alarm. Additionally, the investigation found there was no image from the device. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the issues occurred due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed and the investigation found: there was no image. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the issues occurred due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional customer information.